Manufacturer narrative:
Section d6b - explant date: not applicable, lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a scratch in the optic of the preloaded intraocular lens (iol) after implantation in the patient's left eye (os). There was no impact to the patient. The device was prepared with ophthalmic viscoelastic device (ovd) from a different manufacturer at room temperature via the hydration port, by the nurse. The account also reported that they felt more resistance than usual during plunger advancement. No further information was provided.